Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the display lens film was observed to be peeling from the display lens. There was no moisture observed from the outside of the pump. The pump passed a leak test. The pump case was opened and no evidence of moisture was observed. The pump was booted and the display screen was dim with a pink contrast. The dim display was replaced with a new test screen and contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter noted cloudiness behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.